Event description:
It was reported that the patient presented to the emergency room. Upon review of x-ray imaging, the right atrial (ra) lead and right ventricular (rv) lead were found dislodged. The ra lead was explanted and replaced. The rv lead was repositioned successfully on (B)(6) 2022. There were no patient consequences. Related manufacturer reference number: 2017865-2022-05509.